Manufacturer narrative:
Device eval: the suspect device was not returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Method: actual device not evaluated. Process eval. Results code: stiffness problem. Conclusions code: device difficult to operate. Device not returned.

Event description:
The user reported that the roller clamp is not properly closing off the tubing. The user also reported that the tubing is stiff. No harm or injury was reported.